Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During functional testing, a crack was found at the injection site of the iab bifurcate for the central lumen. This crack allowed a leak to occur at the injection site of the central lumen. The root cause of how the crack occurred is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) had a leakage in the central lumen end tip of the catheter during use on a patient and there was blood noted. As a result, the iab was replaced and treatment continued successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had a leakage in the central lumen end tip of the catheter during use on a patient and there was blood noted. As a result, the iab was replaced and treatment continued successfully. There was no report of patient complications, serious injury or death.